Manufacturer narrative:
A review of the device history record (DHR) for lot number 718138 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are inspected for damaged components. The dhrs for the shop order of the needles that were produced for this lot were also reviewed. There were no ncrs issued against the shop order. A review of the entire DHR identified no manufacturing or inspection anomalies. Additionally, a search of the non-conformance database was conducted for potential issues related to the reported condition. There were no ncrs issued against any of the molded hubs used in production of the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and no issues were found. All scheduled maintenance and calibration activities were completed. There were no related processes or material changes related to the reported condition for this product. A review of the process monitoring data was conducted and no issues were found. A review of the machine setup was conducted no issues were identified. There was one (1) sample (opened, unused) returned with this complaint. A visual inspection of the sample confirmed a broken hub. Upon review of the sample under magnification it was discovered that the hub broke at the luer lock area of the needle. Marks were found around the hub (close to the broken area) indicating that it was potentially attached to a luer lock syringe. The reported condition is confirmed. The exact root cause of the reported condition could not be determined based on available information. However, based on the results of the sample evaluation, the most probable root cause was that the user over-torqued the hub while connecting it to a syringe. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the information available, no corrective and preventive action deemed necessary at this time. The reported customer complaint is confirmed. The root cause could not be determined. The most probable root cause was determined to be the user over-torqued the hub while connecting it to a syringe. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the hub of the needle was cracked.